Manufacturer narrative:
Full UDI unknown as no lot number was provided. Ra has received the incident device and assigned the product to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lavh- "the trocar seal became disassembled inside of patient. Gel foam was pushed through the trocar and when suctioning the fluid out the piece was noticed. Trocars have been removed and had to be replaced to retrieve. They were using surgifoam. " type of intervention- "the surgeon had to go in and retrieve the piece of seal." Patient status- "the patient is fine. They were able to retrieve the plastic seal."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation, along with a photo of the unit and dislodged shield. Upon inspection, engineering confirmed the shield had dislodged and noted no visible damage to the exterior of the device. Engineering removed the seal and noted no damage to the duckbill. The duckbill was removed and the septum was found to be torn and missing a portion. The missing portion of the rubber was not returned for evaluation. A review of the manufacturing records could not be conducted as no lot number was provided by the customer. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the septum and dislodged shield appear to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing. Engineering is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.